Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse did not reproduce the reported complaint; however, the fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. As of the date of this report, the usm has not yet been received by isi for evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, an error 40100 occurred. An intuitive surgical, inc. (Isi) technical support engineer (tse) checked the logs and confirmed errors 40100 and 32097 pointing to axes controller, motor (acm) in universal surgical manipulator (usm) 3. Prior to calling technical support, the customer restarted system 3 times, without any improvement. Customer had another available da vinci system that they will use to proceed. The procedure was aborted to another da vinci system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the patient was transferred to the adjacent operating room, where another da vinci system was located, and the procedure continued. Since the system error occurred during central processing, not much time had elapsed since the patient entered the operating room, and the procedure had not yet begun. The intuitive technician had to replace the arm where the malfunction occurred. Since the malfunction happened in the afternoon, they could not come until the following morning. It only affected one urological procedure, which had to be rescheduled for another day. Since the procedure had not yet begun, it was no problem to move the patient to the operating room next door, therefore the patient tolerated the abortion to another da vinci system.